Event description:
Information was received indicating that upon opening the smiths medical cadd solis vip pump, it was not detecting the cassette when latch lock was closed. No patient consequences were reported. No adverse effects were reported.